Event description:
In 01/2004, during a surgical conference, the speaking surgeon stated that three months following a mitral valve replacement procedure, concomitant to an ablation procedure, his pt presented with coronary disease and required placement of a stent.